Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2003 and a sling was implanted. The pt experienced pain, erosion of her internal tissues, voiding dysfunction, urgency and frequency. The pt has undergone additional surgeries and revisionary procedures. The pt underwent a surgical procedure on (b)(60 2004 to release the sling and implant a new transvaginal suburethral sling. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). This one this is one of two medwatches being submitted as two devices were involved in this event. See also med watch 2210968-2013-27199. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003. It was reported that following insertion the patient experienced pain, urinary/bowel problems, fistulae, recurrence, dyspareunia, and neuromuscular problems. It was reported that the pt underwent mesh removal on (B)(6) 2004. It was reported that the pt underwent reconstruction surgery (abdominal sacrocolpopexy) due to vaginal vault prolapse on (B)(6) 2011. No add'l info was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted due to defecatory dysfunction with sigmoidocele and enterocele, urinary retention and recurrent sui. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.